Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Block h11: following an update to the axios risk documentation, this event is being reported as part of the efforts associated with boston scientific's nonconforming events and prevention investigation, (B)(4). Investigation result: with all the available information, boston scientific did not confirm the reported event of stent failure to deploy. Only the delivery system was returned for analysis, which is indicative that the stent was deployed. The investigation concluded that the additional observed damage of inner sheath kinked was most likely caused by procedural factors such as lesion characteristics, handling of the device and the technique used by the physician (force applied). Device history records review: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: an electrocautery-enhanced delivery system was returned for analysis; however, the axios stent was not returned, which is indicative that the stent was deployed. Media analysis was performed on a photograph provided by the complainant, in which the product box with label information and the delivery system in position 4 of the deployment process were observed. Additionally, the inner sheath was found kinked. No additional damage or abnormalities were observed on the returned delivery system. Risk review: a risk review was completed and confirmed that the event of "stent failure to deploy" was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transgastric to pancreas to treat a pseudocyst during an endoscopic ultrasound procedure performed on (B)(6) 2022. During the procedure, the physician was unable to deploy the stent. The axios stent was retrieved, and the cyst drained before the physician could implant another stent. The puncture was closed with a bear claw and the procedure was cancelled. There were no patient complications reported as a result of this event.